Event description:
It was reported that the patient recently had a mammogram and "tissue changes" were noted. Patient is inquiring whether the implantable loop recorder could cause these changes. Follow up is being conducted to determine whether the device could be responsible for the changes. The decision to report was determined based on information that was available at the time of decision. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).